Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button has required multiple presses to obtain a response over (B)(6). She denied peeling of the rubber keypad; denied exposing the pump to water and cleaning products; and stated that the pt wears the pump clipped to her pants or in her pocket.